Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was returned to zoll medical corporation. The customer's report was verified and attributed to corrupted firmware. It could not be determined how the system firmware became corrupted. The firmware was reinstalled to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.